Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where cannula was broken when the cannula was removed. The event occurred on (B)(6) 2024 . Patient also experienced high blood glucose level. Blood glucose level was 500 mg/dl at the time of the event. Infusion set was replaced with pen model. No further information was available.

Manufacturer narrative:
E1: (B)(6).